Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient (pt) said in early 2023, they noticed they were not getting effective relief and had horrific pain in their legs and lower back. Pt had fallen several times over the past couple of years and went into hcp for x-rays which revealed that one of their leads had fallen and one had migrated up. Pt said their falls were related to "equilibrium problems" and the spinal cord stimulator(scs) had stopped working in early 2023. Pt said they had another ins implanted. Pt said the rep hooked the second ins up and pt had coverage from second ins for legs and back; first ins coverage was moved to their arms. Patient services specialist(pss) documenting reported event.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller (mdt rep) reported a lead migration and has a revision scheduled. They discussed moving the lead back in place with a pli kit or replacing lead (and extension) with an octad lead. Patient has a surgical paddle 2x4 in cervical (no issue reported). Two quads in thoracic. One of the thoracic leads has the migration.

Manufacturer narrative:
Product ID 3888-33 lot# va0a07z serial# implanted: (B)(6) 2019 explanted: product type lead product ID 3888-33 lot# va0a07z serial# implanted: 2013-09-19 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3888-33, serial/lot #: (B)(4), ubd: 13-jun-2017, UDI#: (B)(4) ; product ID: 3888-33, serial/lot #: va0a07z, ubd: 13-jun-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3888-33 lot# va0a07z serial# implanted: (B)(6) 2013, explanted: product type lead product ID 3888-33 lot# va0a07z serial# implanted: (B)(6) 2013, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient states she cannot recall when, but estimates in (B)(6) 2023. Weight will not be made available. Issue resolved.